Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician performed CPR to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-01479 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the ECG data showed six analysis sets (each with three segments) that returned no shock advised results for each of the three segments. The first analysis set showed a largely asystolic period with a single wide beat. The second analysis set showed an organized narrow complex rhythm with variable r-r intervals. The third analysis set also shows an organized narrow complex rhythm with variable r-r intervals with a brief period of artifact. The fourth analysis set also shows an organized narrow complex rhythm with variable r-r intervals with a brief period of ECG artifact. The fifth analysis set shows the underlying rhythm as sinus tachycardia. The sixth and final analysis set also shows an underlying rhythm of sinus tachycardia with a brief period of ECG artifact. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.